Event description:
It was reported that balloon rupture occurred. The 99% stenosed, target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed without any issue noted and the procedure was completed with a non-bsc product. There were no patient complications nor injuries reported and the patient's status was good.